Event description:
It was reported that a shaft break occurred. The physician used a direxion hi-flo microcatheter during a uterine fibroid embolization (ufe) procedure. About half way through the procedure, the physician noticed the back end of the microcatheter tip was slightly flared. The flare made it difficult to pull the microcatheter back into the 5fr catheter and made it difficult to push it out into the vessel. The final time the physician pulled the microcatheter into the 5fr catheter, the shaft broke, with the yellow tip and inner plastic liner separating from the nitinol hypotube. The physician was able to remove the entire microcatheter with the hypotube coming out first then the inner sleeve and tip. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that a shaft break occurred. The physician used a direxion hi-flo microcatheter during a uterine fibroid embolization (ufe) procedure. About half way through the procedure, the physician noticed the back end of the microcatheter tip was slightly flared. The flare made it difficult to pull the microcatheter back into the 5fr catheter and made it difficult to push it out into the vessel. The final time the physician pulled the microcatheter into the 5fr catheter, the shaft broke, with the yellow tip and inner plastic liner separating from the nitinol hypotube. The physician was able to remove the entire microcatheter with the hypotube coming out first then the inner sleeve and tip. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device was inspected under the strain relief for any kinks or breaks in the nitinol. No kink or break in nitinol under the strain relief noted. Overall length of the device is 144cm from the hub to the distal end. The catheter was inspected along the shaft by rotating 360°. From 137cm - 142.5cm there is a break in the nitinol exposing the liner from the nitinol shoulder. Blood was noted on the distal tip of the device. The distal tip is slightly damaged. The distal tip was inspected for any flare that may have caused resistance when removing the catheter. As the nitinol is broken, exposing the liner, this causes the distal tip to not be flush with the liner. A 0.021inch mandrel was inserted into the returned device and no issue. A leak test was performed - no blockages or leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).